Manufacturer narrative:
Method: the actual device was discarded. A photographic image was provided by the end user and a visual inspection was conducted of the photograph. Results: results will not be available as there were no methods performed. The photographic image shows the red tab is attached to the ondemand bolus. Conclusions: per the reported info and visual inspection of the provided photographic image, visual evidence shows that the red tab was not removed. A warning is provided in the instructions for use as well as a technical bulletin for on-q pump models with ondemand bolus. This incident has been included in our complaint handling database, which we actively monitor and trend. This is to ensure we react quickly and effectively to the experiences reported from the use of our products.

Event description:
Drug/diluent: ropivacaine 0.2%. Fill volume: unknown. Flow rate: unknown. Procedure: right radial head replacement, orif distal humerus and olecranon osteotomy radial surgery. Initial reported information received: the patient reported that the pump was empty. The pump was placed on thursday (B)(6) 2013. The patient returned to the hospital friday and a new pump was placed. The patient did not report any adverse symptoms. Information reported by the physician: the red tab wa snot pulled by the pharmacy, resulting in increased flow of local anesthetic to the patient. No issues with placement of catheter or with surgical procedure. There was no adverse outcome to the patient and no medical treatment necessary.